Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01466 and 03484 / 03485).

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2002. Subsequently, an alleged revision occured (B)(6) 2011, due to patient allegations of pain, discomfort, instability, dysfunction, dislocation, loss of range of motion, elevated metal ion level and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011, was due to pain, instability, dislocation, elevated cobalt ion levels, osteolysis and metallosis. The operative notes indicate increased vertical orientation and increased anteversion of the acetabular cup. The acetabular cup, modular head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.